Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient presented with unstable angina as well as silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (lcx) ) with 100% stenosis and was 18mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50x20mm promus element ¿ stent with residual stenosis 0%. Six days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died due to unknown cause.